Manufacturer narrative:
No lot number was provided; therefore, a history record review could not be conducted., corrected data: h6, h10

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the pump gives a frequent no disposable alarm with the cassette connected. It was also reported that the patient had intense symptoms; flushing, headaches, and body aches. A hospital admission was reported. No patient injury reported. No further details provided.